Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) was confirmed in the archive review, but not during the initial functional testing. Based on the archive, the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message on the reported event date, and fault code 42 (force overload tripped) was not observed. There were no device deficiencies found during the evaluation of the platform, which could have caused, or contributed to the user advisory (ua) 41 error message. The autopulse platform worked as intended. The storage and shift check conditions are not known, and cannot be ruled out. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours), or using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform, and cause the occurrence of user advisory (ua) 41 error message. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. However, unrelated to the reported complaint, the load cell characterization test revealed that the load cell module 1 is defective. The defective load cell was likely attributed to mishandling such as a drop or a defective component. The defective load cell was replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or the take-up. The cable connection from the temperature sensor to the power distribution board (pdb) was checked, and confirmed not loose. As a precautionary measure, the temperature sensor was replaced. The temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) was paused after performing compressions for an unknown period, and when the crew attempted to resume the compressions, the platform displayed a user advisory (ua). Per crew, the displayed error was either user advisory (ua) 41 (patient temperature sensor failure) or a fault code 42 (force overload tripped). The user checked the battery and the lifeband, and was unable to clear the error. The use of the platform was discontinued, and immediately the user performed manual CPR until arrival to the hospital. A return of spontaneous circulation (rosc) was not achieved, and the patient expired. Per the reporter, the patient's death was not related to the autopulse platform.